Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided. This event is related to MDR # 1810909-2020-00175.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 571 mg/dl and 178 mg/dl on two separate contour xt meters. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned both contour xt meters for evaluation. The customer also returned contour next test strips from lot # 9jpef01a, rather than lot # 9jpef010a, which was originally implicated to be involved in the event. The returned meters were tested with the returned test strips, which gave a satisfactory performance. Additionally, the device history records were reviewed for the suspected contour xt meters and contour next test strips, and no manufacturing anomalies were found. The lot # has been updated in section d4.